Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the event was not reported. It was not reported if the patient was hospitalized for the event. On an unreported date, the patient was treated with an unspecified drug (dose, route, duration and frequency not reported) for the event. At the time of this report, the patient was recovered from the event. On an unreported date, pd therapy was discontinued (during treatment). No additional information was provided as the reporter declined follow up.